Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use and the procedure was delayed. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that the system did not boot up successfully. During troubleshooting, fse found tripped circuit breaker was causing the issue. Ups cut off power to the philips system that's affects on system performance. Fse turn on the circuit breaker which restored power to the m-cabinet. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.